Event description:
It was reported that patient underwent a hip procedure on an unknown date. Subsequently, a revision procedure has been indicated due to a proximal femoral fracture; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to a proximal femoral fracture caused by a patient fall. The fracture was reduced and the liner was removed and replaced.